Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a feeding tube. The customer states the tube was noted to be in the right lung upon x-ray. The customer further reported: placed dht to r nare. Upon first attempt, co2 noted on co2 detector at 40-50 cm. The tube was withdrawn, second attempt made. The tube passed easily to 68cm, no co2 noted, 60ml fluid withdrawn and tested for ph. Ph low at 8, however, patient had recently received "declog" via dht. The tube was noted to be in the right lung upon x-ray. Md at bedside to evaluate fluid and s-ray.

Manufacturer narrative:
Submit date: 6/11/2015. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch# mw5039965.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. No samples were received by covidien for evaluation. Because samples were not available for evaluation, a sample analysis could not be conducted. Pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instructions for use (IFU) for the device the warning is provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information available, a corrective action from the production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.